Event description:
It was reported that the account is experiencing stress cracking on the distal tip of the unit. The plastic outer shell of the unit cracks over time and eventually breaks off.

Event description:
It was reported that the account is experiencing stress cracking on the distal tip of the unit. The plastic outer shell of the unit cracks over time and eventually breaks off.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed the presence of a fracture in the insulation. A piece of the insulation had fractured off the shaft and was not returned with the unit. The probable root causes for the fracture in the insulation are: multiple uses of flash sterilization, rapid cooling after sterilization, contact with metal tray during sterilization, normal wear and tear and/or improper sterilization. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.